Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off after the battery was observed to be depleting rapidly. Reportedly, the issue persisted despite using multiple cables and adapters. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.